Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that broken arm casing. During troubleshooting, fse found that the casing that covers the elbow on the arm of the lead shield has broken off. To resolve the issue, fse reattached covers on the moving arm. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the casing that covers the elbow on the arm of the lead shield has broken off, presenting a fall risk. The system was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.